Manufacturer narrative:
The event occurred on an unspecified date in 2019 initial reporter phone number: (B)(6) the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the provided pictures, did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the second photo showed a fiber residual was visible and within specification. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in two revaclear 400 dialyzers, specified as ¿inside the dialyzer¿. The foreign matter was observed before use. There was no patient involvement. No additional information is available.